Event description:
It was reported that stent damage occurred. During preparation of a percutaneous coronary intervention (pci) and while outside the patient, open stent struts at the edge of a 16 x 2.5 promus premier select stent were observed. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: a 16 x 2.75mm promus premier select stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the proximal end of the stent were lifted and pulled distally. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. During preparation of a percutaneous coronary intervention (pci) and while outside the patient, open stent struts at the edge of a 16 x 2.5 promus premier select stent were observed. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.